Manufacturer narrative:
Device evaluated by manufacturer: the coyote es catheter was received inside a coyote es shelf box that matched the information on the device. The hypotube was kinked 35cm from the hypotube/mid-shaft bond. The inner shaft was buckled adjacent to the proximal edge of the markerband and 3mm from the proximal balloon bond. The inner diameter (ID) of the inner shaft was measured at both ends with a calibrated pin gauge set, which is within specification. A .014" guidewire was loaded into the tip but could not be advanced through the inner shaft damage. The wire was not stuck in the lumen of the catheter. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, catheter entrapment on guide wire occurred. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous below the knee artery. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced and the balloon was inflated. After the first or second inflation, the shaft of the balloon catheter was kinked and the tip of the balloon was damaged. The device was unable to be removed from the guide wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, catheter entrapment on guide wire occurred. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous below the knee artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced and the balloon was inflated. After the first or second inflation, the shaft of the balloon catheter was kinked and the tip of the balloon was damaged. The device was unable to be removed from the guide wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).